Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units, and reported when changing the cartridge, the customer was able to remove approximately 64 units of insulin from the cartridge. Tandem technical support educated the customer on insulin gauge calculations; however, the customer ended the call before any further information was able to be obtained. The customer's blood glucose level was 100 mg/dl.